Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included gerd and endometriosis. Concomitant products included ibuprofen and omeprazole. On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), rash papular ("rashes or skin conditions type: bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("other injury(ies) or complication (s) please describe: dizziness") and urticaria ("hives"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and metrorrhagia ("intermenstrual bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash papular, nausea, dysmenorrhoea, dizziness, abdominal pain, genital haemorrhage, urinary tract disorder and metrorrhagia outcome was unknown, the urticaria was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, cystitis, dizziness, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion:- (B)(6) 2011 and (B)(6) 2012 (per pfs-please note discrepancy) plaintiff received treatment for: pelvic pain, abdominal pain, gen. Abnormal bleeding, urinary problems, intermenstrual bleeding, hives, dizziness, rash/ skin condition quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event "abdominal pain, gen. Abnormal bleeding, urinary problems, intermenstrual bleeding" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included gerd and endometriosis. Concomitant products included ibuprofen and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), rash papular ("rashes or skin conditions type: bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("other injury(ies) or complication (s) please describe: dizziness") and urticaria ("hives"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash papular, nausea and dysmenorrhoea outcome was unknown, the urticaria was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, cystitis, dizziness, dysmenorrhoea, menorrhagia, nausea, pelvic pain, rash papular, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (per pfs-please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included gerd and endometriosis. Concomitant products included ibuprofen and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), rash papular ("rashes or skin conditions type: bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("other injury(ies) or complication (s) please describe: dizziness") and urticaria ("hives"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash papular, nausea and dysmenorrhoea outcome was unknown, the urticaria was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, cystitis, dizziness, dysmenorrhoea, menorrhagia, nausea, pelvic pain, rash papular, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (per pfs-please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Lot number and concomitant condition , medication added. Events ; abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary,rashes or skin conditions type: bumps, nausea, dysmenorrhea (cramping), pain, other injury(ies) or complication (s) please describe: dizziness, hives, stomach pain, plaintiff did not undergo confirmation test were added. Fu (2) & fu (3) process together . On 22-oct-2019: fu (2) & fu (3) process together .pfs received. Concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.